Event description:
Several patients complained of severe pain when the introcan IV catheter was advanced. There was one case where the nurse was not able to advance the needle into the vein. The nurse noticed the tip of the needle was bent. She did not save the introcan catheter. Manufacturer response (as per reporter) for IV catheter, introcan safetythe local sales representative was made aware of the problem and took one of the catheters from the box. He did give the catheter to b. Braun and is waiting to get the rest of the catheters from me.